Event description:
On (B)(6) 2017 the reporter contacted lifescan (lfs) alleging that the lay user/patient¿s onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began approximately 2 weeks ago (no specific date or time provided) when a reading of ¿143mg/dl¿ was obtained using the subject meter compared to a result of ¿98mg/dl¿ obtained using a onetouch verio meter, both readings taken within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes using a combination of oral medications and insulin (brands and dose not provided) and reportedly took additional insulin in response to the alleged issue. The reporter stated that the patient experienced symptoms of ¿dizzy, hot, sweaty and confused¿ an unspecified amount of time after the alleged issue began, and did not provide details of any further form of medical intervention received due to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly, an approved sample site was used and the test strips had been stored correctly and within expiry, but was unable to confirm if the patient¿s testing procedure was correct. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.